Event description:
It was reported that the patient's transmission showed less seconds of total duration and pre-trigger duration seconds for a high ventricular rate episode then the set max duration. Merlin transmission was sent in to be reviewed. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).